Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was being performed on a mildly calcified and moderately tortuous left anterior descending artery (lad). A 16 x 3.50 promus elite stent was deployed in the proximal lad. After the deployment, a proximal edge dissection was noted. To cover the edge dissection, another 16 x 3.50 promus premier select stent was deployed proximally to the first stent, overlapping it and covered the edge dissection. The procedure was successfully completed and the patient was reported to be stable. It was further reported that the lesion was predilated and post dilated with an nc balloon. The promus elite stent was inflated to 10 atmospheres. The dissection occurred after stent deployment and after post dilation. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was being performed on a mildly calcified and moderately tortuous left anterior descending artery (lad). A 2.75x38 promus premier select stent was deployed in the proximal lad. After the deployment, a proximal edge dissection was noted. To cover the edge dissection, another 16 x 3.50 promus premier select stent was deployed proximally to the first stent, overlapping it and covered the edge dissection. The procedure was successfully completed and the patient was reported to be stable.